Event description:
It was reported to philips that the device gave an error indicating that exposure was not possible. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, it was unknown if the system was use at the time of the event, but no harm to the patient or user was reported. A philips remote service engineer inspected the system remotely and attempted to repair the database but found that exposure was not possible due to the "image disk full error". A philips field service engineer (fse) inspected the system on site and confirmed the issue. Troubleshooting determined that, although the radiation dose standard report (rdsr) network node was set up correctly on the system, the hospital rdsr node could not be reached. This was preventing the system from sending the structure dose report with the patient data when attempting to forward patient data from the system to the hospital servers. Because patient data cannot be removed from the system without a standard dose report, the system's image disc storage was filled. The fse directed the in-house it to work with the external it company to set up the rdsr node on the hospital side. After this was done, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was unable to take exposures due to a lack of image disc storage space. The image disc storage became full as a result of a network failure on the part of the hospital. It was confirmed that the system's network connection was set up correctly and was functional. There is no indication that the system malfunctioned, and the issue was resolved once the hospital's network issue was resolved. Therefore, the system was functioning as intended. Based on the investigation results, philips concluded that the complaint is not reportable.